Event description:
It was reported that on (B)(6)2022, a 29mm navitor valve was selected for implant. The sizing of the annular dimensions was diameter: 21x28, surface: 480mm2, and perimeter: 78. The implant depth at deployment was 4-5cm and a calcium scoring of 4017 was noted to allow anchoring of the device in the opinion of the user. Post deployment, there was a large intra valvular leak in the middle of the device. The physical alleged that the intra valvular leak in the middle of the device was caused by coaptation defect, maybe due to a leaflet defect. A valve in valve procedure was done with a non-abbott device that was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of intervalvular leak was reported. The possible causes for intervalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Form the sizing measurements received, the valve appeared to be just under the use range recommended for a 29mm navitor valve. Imaging received from the field could not confirm if the leaflet coaptation was abnormal, as the leaflet coaptation could not be evaluated. A returned device assessment, to confirm the leaflet coaptation, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including passing functional testing during manufacturing to ensure appropriate leaflet coaptation. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.